Event description:
Based on info obtained from the customer in 2003, reagent carousel temperature error flags were generated in june 2003 by the access 2 instrument. The customer indicated that the reagent appears to be "slushy" and suspected potential reagent freezing. The customer called beckman coulter in jun 2003 about the reagent carousel temperature error flag. The customer was instructed to unload the reagent packs to the refrigerator while not in use. A service call was initiated. The next day the customer reported multiple erroneous rubella igg results out of the lab. Four prenatal screening pts were erroneously reported out as non-reactive, <10 iu/ml. Retest of the four pt samples showed the pts to be reactive >15 iu/ml. Corrected results were reported out of the lab. It is unk if the pts received any medical intervention or change to their treatment that can be attributed to this event.